Manufacturer narrative:
Upon completion of investigation, a follow up report will filed.

Manufacturer narrative:
The valve was returned for evaluation. The investigation of the returned valve did confirm a problem. The lot number was cnbc07, serial number (B)(4), product code (B)(4). The position of the cam when valve was received was 130mmh2o. The valve was irrigated with purified water; no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted, but some biological debris was flushed out. The end of the catheter seems to be clean cut. The valve was dried. The valve was leak tested and a leak was noted in the silicone housing by the black arrow, this could be due to a sharp or pointed object coming into contact with the silicone housing, but this could not be determined. The valve was reflux tested, the valve failed the test. The valve was tested for programming; the valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve conformed to the specifications when released to stock on the (B)(6) 2012. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The device was implanted via l-p shunt at 140mmh2o to the patient with inph on (B)(6) 2012. In (B)(6) 2014, the patient had a nausea and underdrainage was noted. Therefore, the surgeon checked the fluid flow through the device and the breakage of the lumber catheter was found. The revision surgery of the valve and the catheter was conducted on (B)(6) 2014 and the device was replaced to another product (823842) at 140mmh2o. The setting pressure of the removed valve was 140mmh2o.